Event description:
During a CT-guided biopsy, the biopsy device became stuck inside the introducer. The md had to abort the procedure and remove the entire biopsy system. The necessary specimens were collected before this issue occurred. There was no harm to the patient.clinical site corresponds directly with manufacturer rep on returns of product.